Event description:
It has been reported to philips that the device failed to boot up. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was used for vascular planned treatment/non-emergency treatment. Philips field service engineer (fse) inspected the system onsite and confirmed that the system cannot be turned on. Upon investigation fse found host pc, os disk is not recognized. Disk cable was not connected well. Fse, replugged the os disk of host pc and restored the ghost images. The system was returned to use in good working order. Codes were updated based on the investigation outcome.